Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ion selective electrode (ise) sodium results for one patient sample. The initial result was 98 mmol/l. The repeat result was 104 mmol/l. The results were reported to the doctor. Based on these results, the patient was hospitalized. A new sample was drawn from the patient and the sodium result was 130- 135 mmol/l. A specific result could not be provided. The original sample was then repeated and the result 137 mmol/l. The patient was not adversely affected. The electrode lot number was 21551447. The expiration date was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.